Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ fresenius cassette and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy often associated with entry of microorganisms into the peritoneum via the pd catheter through a breach in aseptic technique during the pd exchange. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ fresenius cassette malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that she thinks the patient's hospitalization is related to peritonitis. In additional follow-up, the patient¿s pdrn confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital and per the patient¿s nephrologist the culture was positive for growth of staphylococcus epidermis. The nurse stated that the patient was treated with antibiotic therapy (details unknown). The patient also underwent removal of the pd catheter (not a fresenius product) and was switched to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital continuing hemodialysis modality, according to the pdrn. The pdrn stated that the exact cause of the peritonitis is unknown. However, the nurse confirmed that the patient did not have any fluid leaks or any issues/ malfunctions with fresenius products in relation to the event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that she thinks the patient's hospitalization is related to peritonitis. In additional follow-up, the patient¿s pdrn confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital and per the patient¿s nephrologist the culture was positive for growth of staphylococcus epidermis. The nurse stated that the patient was treated with antibiotic therapy (details unknown). The patient also underwent removal of the pd catheter (not a fresenius product) and was switched to hemodialysis for renal replacement needs. On an unknown date, the patient was discharged from the hospital continuing hemodialysis modality, according to the pdrn. The pdrn stated that the exact cause of the peritonitis is unknown. However, the nurse confirmed that the patient did not have any fluid leaks or any issues/ malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.